Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) turned off and something went wrong when it was turned on. The icm remains in use. No patient complications have been reported as a result of this event.